Event description:
The device was used during a jejunostomy. Reportedly, the staples were missing and the device did not fire. Bleeding occurred and the surgeon manually sutured and applied another device to complete the procedure. The hosp has reported no pt injury occurred.